Manufacturer narrative:
A service visit was performed. A sample is in transit to manufacture site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A deputy theatre sister reported that the hospital staff experienced loss of power during a procedure. The hospital staff tried two handpieces and changed the turbosonic tip but the issue persisted. They also rebooted the system but the issue persisted. The procedure took a longer period that it should and the next surgeries on that day were canceled. There was no patient harm reported. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The system met specifications at the time of release. Samples were received for evaluation. A footswitch cable, 2 c-clip spacers, 1 male connector, and 1 competitor power cord were received. The returned samples were replaced as part of system preventive maintenance and were unrelated to the reported event. Therefore, the returned samples will not be evaluated. The system was found to meet specifications. Therefore, the root cause of the reported event could not be established.